Event description:
It was reported that the 9800 system intermittently displayed an ma sensor error code on the mainframe. It was noted that the error code could be cleared and cases could continue. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced a defective high voltage tank and supply regulator pcb. The system was tested and found to be working as intended and placed back into svc.